Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A closed clip was partially loaded incorrectly as it was stuck in the bent rotation tab. Additionally, a feeder tab was bent and protruding through the outer tube. First, the partially loaded clip was manually removed , and the trigger cycle was completed. The next clip was protruding from the channel. Functional inspection could not be performed due to the damage to the feeder tab. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 11 clips remaining, including the partially loaded clip, indicating that 4 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. The device was returned with its rotation tab bent and a feeder tab protruding through the outer tube. The sample was returned with 11 clips remaining, including a partially loaded clip, indicating that 4 clips were fired by the end user. Functional inspection could not be performed on the device due to the damaged feeder tab, but the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another which would prevent the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that when loading the clip cannot take/come out normally and it is stuck and jammed.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800868 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when loading the clip cannot take/come out normally and it is stuck and jammed.